Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not communicate with an electrode belt) was confirmed. As received, the electrode belt failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.